Event description:
It was reported that the device could not be interrogated attempted different wand positions but was unsuccessful the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication could not be confirmed. The device successfully established communication laboratory. The cause of the field event could not be determined.